Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they stopped wearing the aligners a long time ago due to them hurting their mouth. Patient marked true to pain, gingivitis, sensitivity, discomfort, not fitting, loose, jaw discomfort. Note, it appears that the patient did not receive aligners but due to them claiming stating that they stopped wearing them due to the aligners hurting their mouth we are reporting.